Event description:
It was reported that after 6 months catheter insertion, the catheter was found fractured and fell into thoracic cavity. During the dwelling period, there was not any abnormality before. The fracture catheter had been taken out.

Manufacturer narrative:
The device has not been returned to the MFR for eval. A chr review showed one other similar product complaint file(s) form this lot (B) (4).